Event description:
It was reported that during use of this knife in a knee arthroscopy, a piece of the handle broke off into the surgical site. The piece was retrieved arthroscopically and there was no injury to the pt.

Manufacturer narrative:
Investigation findings: the knife was returned for eval without the broken portion. The broken section measured approx 2.0 cm. It was noted by visual examination that the handle broke and cracked down the trigger section of this device. In addition, the shaft was bent by approx 20 degrees. This type of damage can occur when excessive lateral force is applied during use. A review of product history for the past two years shows no other reported problems for this failure mode.